Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion is present on the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of noise appears in the image was due to a defective plug unit. The most probable cause was traced to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the colonovideoscope had noisy screen. The event occurred during reprocessing. There were no reports of patient involvement.